Event description:
Customer reports, system has line in image and system functions are sluggish. No patient injury.

Manufacturer narrative:
The service rep ordered and replaced system hard drive. Was able to recall images and function on workstation normally. Also noticed brightness and contrast were proportional. Once hard drive was replaced, brightness and contrast were no longer proportional. Was able to complete a filament calibration and no image distortion to report.